Event description:
Customer reported that patient stated implant was loose and pocket formed around implant. Loss of integration.

Event description:
Customer reported that patient stated implant was loose and pocket formed around implant. Loss of integration.